Event description:
Pt states she tried using the vented vial adapter (spike) to puncture her treprostinil vial but for some reason it punctured, but only the tip of the spike went into the bottle. It did clamp onto the bottle, but she couldn't pull medication out. She attempted multiple times to re spike vial to draw out the medication and then tried another new spike but it did the same thing. Because she did this multiple times she got particulate matter into her treprostinil vial and she was told by her cvs field nurse to not use that vial anymore and to switch to new vial. Patient switched to new vial of medication and used a new spike and no issues and was able to draw her medication out. Pt thinks it may be the treprostinil vial itself may have been manufactured wrong or it is the spike itself, but is unsure. No further information is known and no clinical injury has occurred. Per patient this never happened before. Lot/expiration not provided. Reported to (B)(6) by: patient /caregiver.